Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had fungal infection under the rear therapy electrodes (tes). The patient's physician advised the patient to use a cream which the patient had been using for 3 days. Follow-up indicated that the cream was clearing up the infection.